Event description:
A critical pump alarm was sounding. The pump was interrogated and found to be in safe state. The logs noted "reset occurred - low battery". Multiple motor stalls and recoveries occurred while the pump was in safe state; one record included the "stopped pump period may exceed tube set" message. The pt experienced acute withdrawal. The pump was replaced. It was noted that following the pump replacement, the pt was fine once the pt got over the chronic flu-like symptoms. The device system was used to deliver morphine.